Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a higher scanned value while wearing the adc device compared to a healthcare meter. On (B)(6) 2022, the customer obtained a scan reading of 268 mg/dl which was compared to an healthcare meter glucose test result of 47 mg/dl. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer reported a loss of consciousness. However, it is unknown if medical treatment was provided as customer declined to provide further details. No further information was provided. There was no report of death or permanent injury associated with this event.